Event description:
It was reported that an alert for low impedance had been issued on the right ventricular lead. It was noted that lead impedance had been historically low. The patient was asymptomatic. The alert was cleared and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).